Manufacturer narrative:
(B)(4). Date sent: 3/7/2024 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please confirm name and product code of device. What is surgeons experience with the device? How long exactly was the incision extended? Was patient post operative care altered due to extending the incision? Were there any difficulties deploying the pouch? Prior to the pouch tearing, did the surgeon make any attempt to extend the incision? Did any contents spill into the patient? If so, were they all retrieved?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the pouch split open as appendix was being pulled through the umbilical port (11mm). Umbilical incision had to we widened to remove appendix.